Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient possibly received an uncommanded bolus. Patient reported seeing on his controller screen that a bolus was delivered at 5:08 that he did not remember program. Bolus amount was not provided; however patient reported the controller is still showing 3.9 units of insulin on board. Patient's bg was reported to be 588 mg/dl after wearing his pod for 6 hours. No additional information was provided as the patient had to disconnect the call.